Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: it was reported that a patient with a pain stimulation implantable pulse generator (ipg) received device messages on their handset indicating "time to be replaced" (code 201), which signaled a need for battery replacement, and "exit application" (code 203). The patient expressed confusion regarding these device messages and the battery status as they were told the implantable neurostimulator (ins) would last 9 years. The patient stated they had been turning the stimulator off when not in use. The patient was redirected to their healthcare provider for further evaluation. No patient complications have been reported as a result of this event. 2026-feb-06: additional information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated they think their implant battery has completely died and reported seeing eos message yesterday. Agent reviewed message and redirected to hcp, but patient did not seem to understand and continued to indicate they just needed their rep to "recharge" the battery. Patient repeated previously documented information that they had been seeing a message all year about the battery and had spoken to their rep about it and were told the battery would last at least a year. Patient mentioned they have an upcoming appointment next month to get shots because the stimulator didn't help their back. Patient mentioned their rep reprogrammed and it worked better. Agent redirected to hcp for eos and sent email to the field, at patient request.